Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and selftest. Blank display not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer experience different blood glucose level of 98 mg/dl and 55 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer states that the contacts on the battery cap was neither missing nor damaged. The customer stated that they received replace battery now alarm for the second time. The insulin pump will be returned for analysis.